Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and bowel dysfunction/sacral nerve stim. The reason for call was patient doesn't think their implant is working. Patient said they are having a lot of accidents and they don't feel the stimulation. Patient has tried to increase stim they are still did not feel anything. Patient stated that last time this occurred was in 2020 when they needed a new system (event date asked unknown). Agent asked if patient needed a new system due to normal battery depletion, patient stated that they did not know because they are not a hcp. Impedances checked and not in normal range. Patient said their current issue started about a week ago. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated that they are homebound because they are sick.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.